Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing infection symptoms and pus drainage from a scrotal erosion wound adjacent to the perineum, swelling, and redness. Old device was removed in entirety, thoroughly washed out, the patient was treated with antibiotics, and a malleable implant was placed. Procedure finished without further complication.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: UDI: (B)(4).